Event description:
It was reported that the patient had pacemaker syndrome, felt terrible, and had swelling in the legs. The device reached elective replacement indicator (eri) early. The device was explanted and was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Product analysis lab (pal) analysis was not able to verify the reported low battery voltage without the battery. No battery depletion failure mechanism was identified. When the device was powered with an external supply and programmed to nominal pacing parameters, the system current drain was nominal. The device functioned nominally throughout the analysis which included temperature and diagnostic system testing. The request has been completed and reviewed by pal personnel and the report has been provided to the submitter. Design reliability and product testing (dr<(>&<)>pt) has completed returned product analysis of (B)(4). The cell was extracted from device (B)(4) that was explanted 29.0 months after implant. The characterizations and electrical testing of (B)(4) indicate that the battery is depleted to the level of the replacement indicator, and all observations are consistent with a (B)(4) cell at this level of discharge. Destructive analysis did not provide any evidence of an internal mechanism leading to early depletion. No problems were found with (B)(4). The early depletion may have been caused by a higher than expected external current drain. Battery performance model comparison to the device save-to-disk weekly battery voltage trend indicates that the battery experienced a continuous external current drain of approximately 45 - a throughout its entire service period.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable pacing lead 2011 (B)(6); (B)(4) implantable pacing lead 2011 (B)(6). (B)(4).